Event description:
Brush head falls off toothbrush [device breakage]. No adverse effect [no adverse event]. Case description: a consumer reported that while using an oral-b power/ power toothbrush - rechargeable/ professional care/ 3728, the oral-b precision clean brushhead falls off of the toothbrush. No further info was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.